Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The orvil anvil was observed to be tilted and attached to the instrument. Further inspection of the orvil anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, after the staple was fired, the surgeon stated that there was an incomplete staple line. The surgeon cut off the staple line and re-inserted another anvil orvil and another stapler to complete the procedure. There was an unanticipated tissue loss due to the reported event.